Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous and 90% stenosed. After resistance during advancement with the anatomy, the traveler balloon ruptured at 8 atmospheres. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used for pre-dilatation and a non-abbott stent was deployed to complete the procedure. No additional information was provided.